Event description:
The customer reported that an e238 was displayed and it cannot be used. The event occurred during set up involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.